Event description:
When the reporter receives er1 messages, she keeps retesting. No change in treatment, no medical intervention, no adverse reactions and no allegation of harm due to the er1 messages.